Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was 201 mg/dl. The troubleshooting was performed. The customer was advised to insert new aaa alkaline battery on the insulin pump. The customer states that the display return. The customer was assisted in performing a self test. The customer confirmed test complete and passed. The customer was advised to monitor insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.